Event description:
It was reported the pod did not double beep after fill. The patient's blood glucose (bg) rose to 400 mg/dl. As treatment, the patient administered manual insulin injections. The patient visited the healthcare provider (hcp) and was diagnosed with hyperglycemia. The patient was admitted and placed under observation until the bg levels stabilized.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Investigation found no defects or deficiencies that would prevent the delivery of insulin or contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The pod was successfully paired to another pdm and completed priming and a 5u bolus. No communication error occurred during this test. The pod was able to produce a double beep during the beep test. No issues were observed with piezo functionality. The pod was found to function as intended.